Event description:
A report was received that the patient's ipg pocket site was infected and could not be salvaged. The symptoms included swelling and redness at the ipg site and bump at the lead site. Antibiotics was prescribed. The patient underwent an explant procedure. It was believed that the infection was not device or procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion1x16 perc lead kit-50cm; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility.